Event description:
It was reported that a patient (pt) had a break in aseptic technique further described as the patient used a bathroom when he was at an un-sanitized area away from home during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the event of peritonitis. Treatment was not reported. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.